Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: many incidents of blood coming out to transducer; the line from the venous transducer. One time it leaked into the internal transducer.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Two (2) unused samples were submitted to the manufacturer for evaluation. Through visual examination, no defects or abnormalities were observed. A luer taper test was performed and no failures on both the arterial and venous lines were observed. The samples were subjected to a leakage test; no leakage or issues were observed. A review of the device history record (DHR) was performed for the reported lot number, and no abnormalities or non-conformances were noted during the in process or final product inspection. Based on the investigation, the reported issue could not be observed or replicated. The samples are within specification and the complaint is considered not confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.